Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 112208 - the dentist reported that 3 months after the dental implant was installed in intraoral region #22 it was verified its non-osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed.